Event description:
It was reported that balloon rupture occurred. The 95% stenosed target leison was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured . The procedure was completed with a different device. No patient complications were reported.